Manufacturer narrative:
(B)(4): the customer reported that the defibrillator did not work the first time during use, but the second time, it worked. No adverse pt impact was reported. The device was evaluated by the hospital biomed and the symptom could not be duplicated, and there were no errors in the system log. The device was also evaluated by a philips field service engineer who was also unable to duplicate the symptom. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.

Event description:
The customer reported that the defibrillator did not work the first time during use, but the second time, it worked. No adverse pt impact was reported.